Event description:
Patient had a reaction after her second orthovisc injection. The patient reportedly did not have any symptoms at first. Five (5) days after the second injection, the patient experienced flu like symptoms, headache, nausea and fever. She contacted her primary care and was admitted to the hospital. The hospital ran cultures and blood work, everything came back normal, the doctor is making a link to orthovisc. The headaches and nausea have decreased significantly but still has a low grade fever. Follow-up contact (B)(6) 2012 - the patient was hospitalized on two separate occasions. Each time culture results and MRI's were taken, each time everything came back negative. The patient is not on any other medication and does not have any record of any pre-existing conditions. No redness or swelling was reported at the injection site.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.